Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device returned to manufacturer: the promus premier select drug-eluting stent was returned and analysis was completed. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 125.2 cm proximal to the distal end of the tip as well as a kink situated at 124 cm proximal to the distal end of the tip. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. Angiographic images were received and reviewed. There were no crossing difficulties noted during the media review. The media showed 2 successful stent deployments and restored flow capabilities to the lesion sites. The media review is not consistent with the reported event.

Event description:
Reportable on analysis completed on 31oct2019 it was reported that the device was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified, 3.00x16mm left anterior descending artery. During a percutaneous coronary intervention this 16 x 3.00 promus premier select drug-eluting stent was not able to pass through the lesion. The device was pulled back and the procedure was completed with another of the same device without issue. No patient complications were reported and the patients status is stable. However, the returned device analysis revealed a shaft break.